Event description:
On (B)(6) 2013, the patient and his wife contacted animas and alleged the following: the patient had began on replacement pump on (B)(6) 2013. He could not retrieve the settings on his previous pump due to a button unresponsiveness issue. Patient had gone to the health care provider (hcp) on (B)(6) 2013 and the dietician was to call him but she never called. Wife called hcp today and hcp stated to call animas. Wife obtained main settings that his pump should have set. Patient states he set some of the settings based on what he remembered. Patient is using u500 in his pump. Wife states patient is resistant. Blood glucoses (bg) were above 600mg/dl over weekend, last bg check was 499mg/dl. Normal bgs are in 200-300mg/dl range. With the high bgs over weekend, patient symptoms were severely dizzy and lightheaded, he felt like doing nothing, increased tingling and needle sensation in his foot as he has neuropathy. Ketones have been small to moderate levels. He has not needed emergency care. On review of pump, customer support (cs) found the basal set at zero. Basal was found to be at zero in his pump. He had set: 12am 0, 10pm 0. Basal settings per hcp: 12am 0.875, 9am 0.5, total 15.38 units. Patient states that over weekend and today, he has been giving boluses for the high bgs, has instructions from hcp also for high bg treatment with injections. Cs assisted patient and wife to set the correct basal rates per hcp instruction. Reviewed rates and total and were then set correctly after assistance given. Instructed them that it will take a few hours for the basal to impact the bg. Cautioned them to follow hcp instructions with dosing of insulin, and to label pump with insulin type for safety, consult with hcp on this. Instructed pt to monitor bg and to contact hcp for worsening high bg symptoms, any issues seek emergency care as needed. Instructed that for one bg over 400mg/dl to change site as patient states that bgs over 250 are normal for him.there is no indication of pump malfunction. This complaint is being reported because a patient on pump therapy experienced hyperglycemia due to user error of setting the basal rate in the pump incorrectly.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.